Event description:
Physician noted the coil was coming out of the introducer upon opening the package. Physician attempted to pull the hypotube back and resheath, however, the coil was already detached. Product problem was found before being introduced into the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.